Event description:
It was reported that a malfunction alarm labeled malf 0 occurred with a corresponding fault ID, 0x277d. There was no reported impact to the customer's blood glucose level, and the customer declined to answer whether levels exceeded 500 mg/dl. Technical support provided instructions on how to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.